Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and an obturator sling was implanted . The patient has experienced pain, mesh erosion, infection, bleeding, dyspareunia, vaginal scarring/shrinkage and exposure/extrusion/protrusion since 2009, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06890. The same patient is represented in each medwatch.